Manufacturer narrative:
Both existing leads were repositioned. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-05106. It was reported that the patient's scs leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were repositioned, and therapy was restored.